Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and it was resolved by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wireless footswitch got disconnected. Analysis of system log file showed errors related to footswitch. Rse suggested the customer to replace the wireless footswitch and base station. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch of the mobile system was disconnecting from the system. There was no reported patient or user harm. Philips has started an investigation of this complaint.